Event description:
It was reported that during a procedure biorci was found broken when it was implanted into the place that connected pcl and tibia of left knee, all pieces were removed with tweezers. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: b5: update event description.

Manufacturer narrative:
H6: one 7207674 sterile biorci ha 7x25mm screw was used for treatment but was not returned for evaluation. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use confirms instructions, recommendations and precautionary statements for proper use of product. Influences that could compromise product integrity include: 1. Site prep with alternate or without recommended instruments. 2. Screw taper style or larger head to body design unaccounted for. 3. Entanglement with guide wire or other instrument causing tearing and fractures. 4. Use of disproportionate screw size. 5. Use of excess torque or force. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
H3, h6 : one sterile biorci ha screw used for treatment, was returned for evaluation. Most of the product had been twisted off the proximal end. A partial implant was returned in pieces. The distal tip was absent. Force damage was observed on the threads. There were scraped threads and scuff marks inside the hex. The returned portions indicate stress was a factor. The physical condition indicates a difficult insertion attempt with torque placed upon the implant. Adherence to the IFU prep and use is essential for optimum success of the product. Product material met quality specification requirements of validated design. No root cause associated with the manufacture of this device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure biorci was found broken when it was implanted into the place that connected pcl and tibia of left knee. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.